Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline age/weight of the patients is (B)(6) years of age/(B)(6) kg. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿catheter ablation of pediatric av nodal reentrant tachycardia: results in small children.¿ clin res cardiol (2015) 104:990¿997. Doi (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding ablation catheters. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article indicated that there were patients who had ¿vessel injury,¿ which required surgical treatment. There was also a report of ¿stiffness¿ of the ablation catheter, which the author indicated may have contributed to the issues. The status/location of the catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.